Manufacturer narrative:
Additional information was requested for investigation but was not provided. Reagent issues can be excluded since the repeat result was acceptable with the same reagent conditions. Preanalytical issues could cause the type of discrepancy the customer observed. The insufficient cell rinse identified by the fse is a plausible root cause. Low results can be caused by dilution due to remaining rinse water. The investigation determined the most likely root cause was the issue with the rinse mechanism identified by the fse.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erratic results on multiple assays between (B)(6) 2017. The customer stated they would get <test results and when they repeated the test, the results would be normal. The samples are in cups from the modular pre-analytic (mpa) system. The customer only provided specific results for 1 patient sample tested for creatinine (crea) on the cobas 6000 c (501) module. Based on the information provided, the crea results were erroneous. It is not known if the erroneous results were reported outside of the laboratory. The initial crea result was <0.1 mg/dl. The repeat result was 0.9 mg/dl. No adverse event occurred. The crea reagent lot number and expiration date were not provided. The customer stated the sample probe looked ok. The customer cleaned the sample probe. The field service engineer (fse) visited the customer site and found that the rinse mechanism was not washing cells thoroughly. The analyzer was inspected and the rinse mechanism tubing was replaced. The sample probe and probe rinse walls were bleached. The customer ran successful precision tests.